Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient usually falls a lot, but the patient fell on sep-10 and hit their head. On (B)(6), x-ray imaging showed the left lead wire had been cut through. The patient could not move after falling.  It was unknown whether the patient fell because the lead was cut or whether the lead was cut when the patient fell over. The lead wire was switched by the physician during the examination on (B)(6). The patient felt light, a blow, and the patient was now able to move. The issue was resolved.